Event description:
It was reported that the ventricular autocapture was over- pacing and the lead was suspected to be the issue. Lead impedance was 256 ohms in unipolar and 487 ohms in bipolar. Lead impedance in november 2007 was 304 ohms in unipolar. No sensing was observed in the bipolar sensing configuration. Ventricular autocapture was turned off and the device was programmed to the unipolar sensing configuration.

Event description:
Additional information notes capture anomaly and the lead appeared in an acute dislodged position.

Manufacturer narrative:
No medwatch form was received.